Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within twenty minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used during a carotid artery stenting (cas) procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. There was no damage to the button and the tension indicator aligned with the markers on the handle halves before attempting to deploy. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button one of a 5f mynx control vascular closure device (vcd) was not able to be pressed fully during the procedure. The button could not be depressed at all. Hemostasis was achieved by manual compression within twenty minutes. There was no reported patient injury, and the hospitalization was not extended. The mynx vcd was used during a carotid artery stenting (cas) procedure. A retrograde approach was used. The deployer¿s mynx training status was mynx certified. A 6f non cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was mild vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. There was no damage to the button and the tension indicator aligned with the markers on the handle halves before attempting to deploy. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was partially depressed, while button 2 remained unactuated. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was partially deployed, and the sealant sleeves exhibited a frayed condition. A non-cordis catheter sheath introducer (csi) was also returned inserted onto the device. The balloon was deflated, and the core wire was present. The atraumatic tip showed no visible damage or abnormalities. No other anomalies were observed during this inspection. Dimensional analysis could not be performed due to the frayed condition of the sealant sleeves. The unit was received in a partially deployed state, and the damaged sleeves prevented accurate measurement of the sealant sleeve slit. Per functional analysis, a simulated deployment test was conducted to assess device functionality. Since the unit was already partially actuated, the test began with the full depression of button 1. No abnormal conditions were encountered. Button 2 was then depressed, and the device completed the deployment sequence as expected. The unit functioned properly throughout the test. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be depressed fully through functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors (even though it was reported that the tension indicator was aligned with the markers on the handle halves before attempting to deploy) was possible. Additionally, regarding the frayed condition of the sealant sleeves, procedural/handling factors (such as excessive force applied during insertion into the sheath) possibly contributed to the condition noted. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.